Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
A user facility returned the olympus asset to the olympus service center. Upon inspection and testing of the returned device, it was observed that the control body had dried liquid. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This is an asset return and the reportable malfunction was found by olympus during evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.